Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system sample was returned for evaluation, and the stent was partially deployed. During testing on the table, the device was advanced over the guidewire with great difficulty which leads to confirmed result for partial deployment and failure to advance. Based on available information and the evaluation of the returned sample, the investigation is closed with confirmed results for failure to advance and misfire. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use state: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Regarding accessories, the instructions for use states "0.035 inch (0.89 mm) diameter guidewire" should be used. The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. Regrading preparation, the instructions for use states "prior to use, flush the stent delivery system with sterile saline using a small volume (e.g., 5 ¿ 10 cc) syringe. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the external iliac artery and left primitive iliac artery via retrograde approach, the stent allegedly did not advance. There was no reported patient injury.